Event description:
Litigation alleges: was caused to suffer injuries relating to the defective hip including but not limited to additional surgery, heavy metal exposure, severe pain and suffering, which resulted in emotional distress and a loss of enjoyment of life. (B)(6) 2011, received plaintiff fact sheet with part/lot information. (Left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.